Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon perforation occurred. The 75% stenotic concentric shaped lesion was located in the non-tortuous and non-calcified proximal left circumflex artery. The physician advanced the 2.0x15mm maverick2 balloon catheter to the lesion and attempted to inflate it to 4atms, but noticed that the balloon did not inflate because there was a perforation and contrast medium was leaking out through the puncture. There were no pt complications. The procedure was successfully completed with another 2.0x15mm maverick2 balloon catheter and the deployment of a stent. Patient status is reported as "stable".